Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 439 mg/dl. The customer was in diabetic ketoacidosis and experiencing nausea, vomiting, and abdominal pain. Prior to the high blood glucose, the customer was given a steroid shot. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined at the time of call. The insulin pump will not be returned for analysis.